Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the single lumen pressure catheter cracked resulting in bleeding and inability to provide site hemostasis. The line was then removed. The patient did not experience any adverse effects due to this occurrence. Additional information had been requested but not provided.